Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 44 mg/dl. The customer reported the insulin pump failed to detect the transmitter and is unable to receive the sensor signal. The customer had no specific symptoms. The customer treated the low blood glucose level with carbohydrates. The current blood glucose level was unknown. The customer did troubleshoot the issue and a replacement transmitter was sent. The insulin pump will not be returned for analysis.